Event description:
Reference number (B)(4). Event occurred in norway. It was reported that the patient faced an event of insulin flow blockage on (B)(6) 2024 and the blockage was in the tubing, where insulin did not exit with pump alarms. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6) patient country: norway.

Manufacturer narrative:
MDR retraction: the initial MDR with manufacturing report number (3003442380-2025-01226) was submitted on february 5, 2025. The case was initially reported with the malfunction code for an occlusion in the tubing. However, according to the description, the appropriate malfunction code should have been "occlusion (source/cause cannot be identified)" since there was no troubleshooting, which would have made the case non-reportable. As a result, this case has now been determined to be non-reportable. Therefore, this MDR is being submitted to retract the initial report.

Event description:
To date, additional patient or event details were received which have been added in h11.